Manufacturer narrative:
Patient presented with a return of n/v symptoms. Battery exchanged; explanted battery disposed of onsite. No further action to be taken.

Event description:
Patient called and said she has enterra therapy and the battery is completely dead. She states her provider dr. (B)(6) is not currently able to do the replacement surgery. She states she keeps having to go to the hospital due to her vomiting. She was looking for information on the closest providers that work with enterra therapy. Discussed provider finder and 3 closest locations. She said she left a voicemail for dr. (B)(6) office yesterday afternoon and is waiting on a call back. Patient ended up having battery replacement on (B)(6) 2026.